Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported a syncope and dizziness. During in-clinic follow up a decreased sensing was noted. The device was explanted and replaced but discarded. The patient condition during the operation was stable and fine. No complications were mentioned.